Event description:
Pt was admitted for removal of old implants (bilaterally used for prior subpectoral augmentation plasty for involutional atrophy) and insertion of new jell silicone implants. Implants were checked for leaks after explant with none found.